Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was between 300 mg/dl and 400 mg/dl. The customer treated their blood glucose with a bolus from the insulin pump. The customer also reported air bubbles in the reservoir when their blood glucose was high. Customer reported several champagne sized air bubbles. The customer also reported a reservoir leak on the insulin pump. Customer stated the leak occurred between the o-rings on the insulin pump. Troubleshooting found the insulin pump passed a self-test. The customer also declined to troubleshoot for their blood glucose. The customer declined to return the insulin pump for analysis.